Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during drain. The home patient (hp) disconnected to use the restroom when the alarm sounded. The hp reconnected to the setup. The technical service representative (tsr) explained that air had entered the set up. The tsr advised the hp to contact the nurse about the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not recall the event and could not provide any details. No further information was available. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. The sample and lot number are unavailable, therefore no evaluation could be performed.